Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not vibrating for alerts as expected. Reportedly, the pump's volume settings were set to vibrate for alerts; however, the pump would not vibrate for alerts. Customer's blood glucose ranged from 59-60 mg/dl. Customer continued to use the pump for insulin therapy.